Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc based on the nature of the information provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Jenks, a. M., damm, t., petrossian, r., delfino, k., dynda, d., and tadros, n. (2022b). Mp01-10 efficacy of rezum water vapor thermal therapy for surgical management of benign prostatic hyperplasia in prostates over 80 grams. Journal of urology, 207(supplement 5). Https://doi.org/10.1097/ju.0000000000002513.10.

Event description:
It was reported to boston scientific via an article published in the journal of urology, that a retrospective chart review was conducted at a single institution analyzing 57 men with prostate volumes greater than 80g who underwent rezum procedure between december 2015 and june 2020. Patients with prior surgical benign prostatic hyperplasia (bph) treatment or prostates less than or equal to 80g were excluded. The mean prostate size was 107.5g, and the mean age was 70.8 years. Preoperative international prostate symptom score (ipss) averaged 18.97, which significantly decreased to 8.62 postoperatively. Medical therapy was eliminated in 52% of patients post-procedure. Intraoperative complications were minimal, with one case of hematuria managed with bladder irrigation and one requiring cauterization. No injuries to the urethra, rectum, or bladder were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc based on the nature of the information provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Jenks, a. M., damm, t., petrossian, r., delfino, k., dynda, d., and tadros, n. (2022b). Mp01-10 efficacy of rezum water vapor thermal therapy for surgical management of benign prostatic hyperplasia in prostates over 80 grams. Journal of urology, 207(supplement 5). Https://doi.org/10.1097/ju.0000000000002513.10.

Event description:
It was reported to boston scientific via an article published in the journal of urology, that a retrospective chart review was conducted at a single institution analyzing 57 men with prostate volumes greater than 80g who underwent rezum procedure between december 2015 and june 2020. Patients with prior surgical benign prostatic hyperplasia (bph) treatment or prostates less than or equal to 80g were excluded. The mean prostate size was 107.5g, and the mean age was 70.8 years. Preoperative international prostate symptom score (ipss) averaged 18.97, which significantly decreased to 8.62 postoperatively. Medical therapy was eliminated in 52% of patients post-procedure. Intraoperative complications were minimal, with one case of hematuria managed with bladder irrigation and one requiring cauterization. No injuries to the urethra, rectum, or bladder were reported.